Event description:
It was reported while using 50 ml bd luer-lok¿ syringe sterile, single use foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: it was discovered that the syringe contained several white foreign material fragments inside the barrel between the plunger & the opening luer section.

Manufacturer narrative:
Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. It was reported a syringe contained several white foreign material fragments inside the barrel. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a syringe with white particles at the bottom of the syringe and adhered to the rubber stopper. The other photo shows a packaging blister top web. No other defects or imperfections were observed. This defect could occur if the syringe barrel was not ejected from the molding during the molding process on the first attempt. A device history record review was completed for provided material number 309653, lot number 2179921. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the molding process was performed. The settings were correct and the flow of the product was good. To date, there have been no other similar event reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using 50 ml bd luer-lok¿ syringe sterile, single use foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: it was discovered that the syringe contained several white foreign material fragments inside the barrel between the plunger & the opening luer section.

Manufacturer narrative:
H6: investigation summary: it was reported a syringe contained several white foreign material fragments inside the barrel. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a syringe with white particles at the bottom of the syringe and adhered to the rubber stopper. The other photo shows a packaging blister top web. No other defects or imperfections were observed. This defect could occur if the syringe barrel was not ejected from the molding during the molding process on the first attempt. A device history record review was completed for provided material number 309653, lot number 2179921. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the molding process was performed. The settings were correct and the flow of the product was good. To date, there have been no other similar event reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.